Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for that the plunger was hard to remove. The patient¿s blood glucose was 5.6 mmol/l. The customer stated that she had two reservoirs that malfunctioned. The reservoir will not be returned for analysis.